Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a port placement procedure, there was allegedly different item present upon opening the package. There was no patient contact.

Manufacturer narrative:
H10: additional information was received that this is a customer service issue and hence this record will not be considered as a complaint. However, since an initial MDR was submitted, the file will remain assessed as a malfunction. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.

Event description:
It was reported that prior to a port placement procedure, there was allegedly different item present upon opening the package. There was no patient contact.